Event description:
It was reported the customer had a reservoir leak. The customer's blood glucose was unknown. Customer's husband observed the leak when they were filling their reservoir. The customer's husband was unsure whether there was insulin/fluid visible in the battery, reservoir compartment, or under the lcd display. The husband was unsure where the leak was located on the reservoir as the reservoir was discarded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.